Event description:
Trial patient felt like they were swollen around their waist. Patient complained of severe pain/itching/burning on their back last night. Left side of back. It felt like shingles. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.